Manufacturer narrative:
Additional information: g3, h2, h3. One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00128. During the procedure, when attempting to flush the inside of the sheath, a large amount of air was aspirated. It was determined to be the hemostasis valve because air could not be aspirated when negative pressure was applied while suppressing hemostasis valve. The introducer replaced with a second one, but the issue persisted. Since the case was in the final stage, the procedure was completed and there were no adverse consequences to the patient.